Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation closure codes. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system and 14f esheath were received, the delivery system inserted through the sheath. A loader cap assembly was over the flex shaft. The delivery system was returned in between locked and unlocked positions with no fine adjust and flex is used. During visual inspection a twist was noted on the flex shaft 6 inches from the flex tip, the twist was 360 degrees. The balloon burst was a longitudinal tear. The tear was from the proximal balloon inflation shoulder to the tip. No missing balloon material was noted. Due to the nature of the complaint, no function testing was able to be performed. The event was confirmed based on the visual inspection. Balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component as a thin wall could contribute to the observed burst. All measurements met specifications. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review revealed no other similar complaints. Post-procedural imagery was provided by the site for review. The review showed the devices after being used in the procedure. The commander delivery system is inserted through the sheath and the full loader assembly was present on the flex shaft. Devices are present on the packaging tray/latch. An image of the balloon showed a burst. The IFU and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath. Operators and instruction, during thv deployment, to check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and balloon lock is locked. Unlock the device, initiate rapid pacing, and confirm placement of the center marker within optimal initial center marker zone. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment and stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. If delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints from february 2020 to january 2021 for the commander delivery system was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, procedural factors may be applicable to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required. The event was confirmed. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, the patient had a 'balloon burst during deployment of the valve, and as per medical opinion the root cause was the damaged frame of the previous implanted non-edwards valve. Delivery system could be remove.' The interaction between the balloon with an existing valve and/or stent may compromise the balloon wall during inflation causing the burst. Available information suggests patient factors (pre-existing stent) could have contributed to the event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the patient underwent a valve in valve implant of a 26mm sapien 3 ultra valve in a non-edwards heart valve, in the aortic position by transfemoral approach. The balloon burst during deployment of the valve. As per medical opinion the root cause was the damaged frame of the previous implanted non-edwards valve. The delivery system could be removed, the sapien 3 ultra valve was positioned correctly. There was no claim of patient injury. As per medical opinion, balloon burst due to the damaged frame of the previously implanted valve.